Event description:
As reported for this event by the customer, for the brand new device the indocyanine green (icg) observation was dark during an unknown procedure. The procedure was completed with the dame device. There was no harm or adverse impact to the patient.

Manufacturer narrative:
The device is not yet returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the event and the reported event was not able to be reproduced. The lot number on the packaging and the serial number on the device did not match therefore, the device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was manufactured in (B)(6) 2020, the specific date is unknown. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.